Manufacturer narrative:
The apollo microcatheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of arteriovenous malformation (avm), the apollo microcatheter tip prematurely detached and left in the patient. It was reported that apollo micro catheter has a detachable distal tip to improve the compatibility of use with onyx embolic liquid agent. However, during the attempt of vascular access to the site of treatment of arteriovenous malformation, this distal tip prematurely detached, before final positioning of the micro catheter. The catheter was removed from the patient and tip remains in the near approach to the malformation. A new apollo catheter was used and to be able to access the suitable place for the treatment. After this, the embolic agent could be injected correctly, and procedure completed successfully. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The apollo total length was measured to be ~168.5cm, the usable length was measured to be ~162.2cm (specification: 165.0cm ± 2.5cm), and the apollo distal floppy segment was measured to be ~23.1cm (specification: 25.0cm +2cm -1cm). It could not be determined if the apollo useable or distal floppy segment lengths met specification as the 3.0cm detachable tip was found to be detached. The detached apollo tip will not be returned as it remains within the patient. Upon visual examination, no damages or irregularities were found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. The apollo micro catheter was flushed, water exited from the distal end. The ldpe coupling tube overlap length was measured to be 1.68mm which is within specification (specification : 1.0mm - 2.5mm). No other anomalies were observed. The 3.0cm detachable tip was found to be detached. The detached apollo tip will not be returned as it remains within the patient. Upon visual examination, no damages or irregularities were found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. The apollo micro catheter was flushed, water exited from the distal end. The ldpe coupling tube overlap length was measured to be within specification. Based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. Tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges) or repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm. However, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.